Event description:
It was reported by the patient's husband that they believe that the patient's battery is low and is in need of replacement. The patient fell as result of increase in seizures (believed to be due to low battery by husband) and caused a hip fracture which required surgery. The patient was referred for battery replacement as a result. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later it was reported that the patient's device was replaced due to battery depletion. The device was noted to be discarded at surgery and is not available for return. No other relevant information has been received to date.